Event description:
It was reported that the lead could not be implanted due to the helix not coming out of the lead tip. Another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and analyzed. It was observed that the distal conductor was distorted near the connector. The helix was distorted/bent preventing proper operation of the helix extension/retraction. There is blood in/on the helix mechanism. The lead was stretched due to apparent damage during implant. There was miscellaneous tip electrode (non-electrical) noted. The helix guide tooth was damaged.